Event description:
A male patient who was somewhat obese with lower extremity dvt needed a filter placed. During the filter placement, the patient's head was not turned and the angle was extreme. The physician saw the filter pierce the sheath in the neck (see also 1820334-2008-00322). The physician then opened a second filter to change the sheath and the same thing happened. After a failed attempt to advance the entire assembly, the physician put a 10 french sheath in the ivc and passed the tulip filter through this and then the filter was placed without incident. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.